Event description:
It was reported that the device failed to recognize a approx 70 year old down male pt connection at a rehabilitation center. The device was reported to alarm "connect electrodes" while attached to the pt. The device users did not attempt to attach another set of electrodes on the pt and performed CPR until the ems arrival 20 minutes later. The pt was transferred to an acute care hospital where he subsequently passed away. There were no further details on the event and/or the pt provided. Following the event, the reporter informed that the device was tested by connecting it to another person with a different set of electrodes. The device was able to detect the person successfully. A clinical review of the reported event determined that there was no sufficient data available to conclusively determine the impact of the device use on the pt outcome; pt downtime, adequacy of skin preparation or ECG rhythm is unk.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and the electrodes that were used during the event at the failure analysis center. Physio was unable to duplicate the reported failure and observed proper device operation through functional and performance testing. The device was returned to the customer for use. However, further analysis of the returned electrodes found the gel dried out and peeled from the metal foil with a yellowing appearance possibly indicating that the package had been opened for a long period of time prior to use. Physio does not recommend pre-opening electrodes prior to use since it dries out the gel. A conclusive cause of the reported failure was not determined.